Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was due to a mismatch in the medication listed in the formulary. A technical support specialist confirmed with the customer, who requested to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders did not appear on the patient's profile. The customer noted that they had to manually override the medications, as the patient was listed in the pyxis es system, but the orders were not visible. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.